Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 1.3, lab: 1.4 (no lab, inratio retest); date: (B) (6) 2010, lab: 1.7-1.8.

Manufacturer narrative:
Investigation pending.